Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference manufacturer report number: 33006705815-2019-03248. It was reported that the patient could not set their ipg to MRI mode. Follow up identified that the patient had high impedances on their lead contacts. The patient underwent surgical intervention wherein the leads were explanted and replaced, resolving the issue.